Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. However, the remote monitoring device could not connect to the server so ts was unable to review the data. This device remains in service. No additional adverse patient effects were reported.